Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient having difficulty charging their implantable neurostimulator (ins). The patient stated only the reposition antenna screen was seen. The patient reported losing stimulation as a result. The patient was also unable to sync with the patient programmer. The patient was redirected to their hcp and it was reviewed that the device was probably in overdischarge. The patient stated she hadn't needed the ins so she had not used it all year, but her back had started to hurt badly again, so she wanted to be able to charge and use it before an upcoming trip. Patient was issued a new antenna. Patient was implanted for chronic low back pain and spinal pain. Additional information was received from the consumer 2019-10-21. It was reported the patient had received the replacement antenna, but this did not resolve the ins not taking a charge. The patient never addressed the possible overdischarge. The patient has not charged the ins since 2017. The patient was calling from the MRI center because she needs an MRI for evaluation of chronic back and neck pain. The patient confirmed the pain was not caused by the stimulator. The patient was redirected to their healthcare provider (hcp). Additional information was received from the patient. It was reported that the recharger failed and by the time the patient got a new one the ins had been dead too long for a jumpstart and no steps were taken to resolve the inability to charge the ins. No further complications were reported.